Event description:
It was reported that a patient suffered a 3rd degree burn at the left thigh while using a pico device. The pump was taped to patient's left thigh when the incident occurred. When the device was opened a white and wet residue was noted, similar to leaking battery acid.